Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had exhibited a red alert for an out of range pacing impedance measurement on the right ventricular channel. No changes have been made and the ICD remains in service. No adverse patient effects were reported.